Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 3000 ohms and pacing inhibition. It was determined that this rv lead had fractured. Rv output was reprogrammed to sv at .4ms and rv lead revision was scheduled for may 2. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).